Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase of impedance, high impedance, increase of thresholds, high thresholds and intermittent pacing failure. Reprogramming occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.